Event description:
Information received a smiths medical cadd-solis vip 2120 pump downstream occlusion sensor alarm low. No adverse patient events reported.

Manufacturer narrative:
Additional information received by smiths medical on 09-dec-2019. No patient was involved. Event occurred during testing. One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with damaged lens. Event history log review was performed and found evidence of reported problem. Visual inspection, sensor checks, and occlusion testing were performed. The customer's reported problem was confirmed. According to the investigation the pump downstream occlusion sensor was out of calibration, the dso activation was around 10 psi and the pump was still in spec but well below normal. The pump dso sensor seal was still intact with no evidence of contamination, or breaking free; however, the pump will be recalibrated. The problem source of the reported problem is unknown.